Event description:
A customer reported generating erroneously ise results on their au680 analyser. No data was provided in relation to the issue only that the event occurred on the (B)(6) 2014. No patient results were reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the mix motor to resolve the issue. The manufacturer reference number for this event is (B)(4).